Event description:
It was reported the pt is experiencing ineffective stimulation as well as feeling "odd" sensations in her left lower arm and hand. The pt denies any falls and that her hand appears puffy when she wakes up. The pt was advised to consult with her physician regarding the puffiness. X-rays and nerve testing are to be performed as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.